Manufacturer narrative:
New information received stating the patient got the npwt dressing removed and a wet-to-dry dressing was applied until two days later could get a new renasys pump and continue treatment.

Event description:
It was reported that the renasys pump was failing to charge and ceased to function/deliver therapy for about an hour. Multiple attempts were made to trouble-shoot the device charging ports with no success, including plugging the device into a different electrical outlet in the home. The device had been operational all week with no issues and had been running on battery for about 10 hours, as the patient had traveled approximately 6 hours round trip to the wound care center for a dressing change that day. The patient advised the device sounded differently that day while operating (louder/faster) but upon arriving home and noticing a low battery light, he plugged it in and took a nap, not knowing that it was failing to charge. The patient was awakened by an audible alert for low battery but was unable to trouble-shoot. This event was resolved by the patient traveling 2.5 hours away to the nearest hospital where the npwt dressing was removed and a wet-to-dry dressing applied until they could return two days later to the same hospital/wound care center and rotech provided a new renasys go pump. No patient harm reported.

Manufacturer narrative:
H3, h6: the device that was used in treatment was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the device failed to charge, establishing a relationship between the device and the reported event. The root cause was identified a defective mainboard. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture a complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the renasys pump was failing to charge and ceased to function/deliver therapy for about an hour. Multiple attempts were made to trouble-shoot the device charging ports with no success, including plugging the device into a different electrical outlet in the home. The device had been operational all week with no issues and had been running on battery for about 10 hours, as the patient had traveled approximately 6 hours round trip to the wound care center for a dressing change that day. The patient advised the device sounded differently that day while operating (louder/faster) but upon arriving home and noticing a low battery light, he plugged it in and took a nap, not knowing that it was failing to charge. The patient was awakened by an audible alert for low battery but was unable to trouble-shoot. No patient harm reported.